Event description:
It was reported that the user¿s ilet pump generated alert 38 (consecutive stalled motor), the user attempted multiple restarts without resolution, experienced elevated blood glucose of 400 mg/dl, and had been refilling and reusing cartridges; a guided dry run confirmed pump function, and a full supply change with new supplies was advised and undertaken. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem was identified consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.